Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt for external pacing. According to the reporter, the device intermittently dropped the pacing current to zero and had to be reset manually. No adverse affects to the pt were reported as a result of the alleged malfunction.